Event description:
The manufacturer received information alleging a patient expired while a trilogy 200 was in use. No further information was provided. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient expired while a trilogy 200 was in use. No further information was provided. Additional information received indicates this is related to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.